Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported seeing settings not available, cannot provide desired intensity on their controller. Patient stated the intensity would go down but not up, and the message came up again while changing from group b to c. Agent asked, pt said the issue began on february 1st. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent provided and explained use of national answering services (nas) phone number. Pt said they had the number of a manufacturer 'nurse' (agent understood might be rep) and asked if they could text them, agent confirmed. The rep reported the patient has been taken care of, indicating the issue has been resolved. Additional information from the rep indicated that they met with the patient and reprogrammed her to use electrodes that were not causing the code for settings, not available. The electrodes that were being used had higher impedances, therefore causing the error on her remote. She was reprogrammed and system working properly.